Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07857. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with myocardial infarction and unstable angina (braunwald classification- iib) and was referred for cardiac catheterization. The 1st target lesion was a de-novo lesion with possible thrombus located in the proximal left circumflex artery (prox lcx) with 99% stenosis and was 7mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm promus element plus stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a de-novo lesion with possible thrombus located in the 1st obtuse marginal branch (om1) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.10mm. The target lesion was treated with direct placement of a 2.25x16mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).